Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false air in line alarms. A review of the event history log identified multiple air in line messages. The cause was determined to be the ultrasonic sensor readings out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during testing in the biomed service department. There was no patient involvement. No additional information is available.